Manufacturer narrative:
Additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Missing grounding stud, cracked tank cover, faded line cord, and outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The reported issue was confirmed. The root cause of the reported issue was found to be customer overtightening the tank cover screws. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A supplier corrective action request has been opened to address the reported issue.for bowing note 5, covers are exceeding the .020" requirement.

Event description:
It was reported the device was leaking. No adverse effects reported.